Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026, while wearing the pod greater than 48 hours. The patient¿s blood glucose (bg) levels were not available. Symptoms reported include high glucose, vomiting, fatigue, confusion and difficulty breathing. The patient was treated with intravenous insulin and monitoring. The pod was discarded by the hospital staff. The patient was discharged on (B)(6) 2026.